Manufacturer narrative:
(B)(4). The device was received with all buttons responding properly. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. The device was also received with the serial number label faded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad was unresponsive. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was also reported that keypad and buttons were not responding and sn number on insulin pump was faded. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.